Event description:
It was reported that the patient presented for follow up with premature elective replacement indicator (eri) exhibited by the pulse generator. Premature battery depletion was suspected. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.